Event description:
It was reported that the patient was implanted with an aveir leadless pacemaker (lp) system. Post-implant, it was observed that the lp failed to sense and capture. The patient was observed to have pauses in pacing, and was bradycardic due to this. Dislodgement was confirmed. The lp was then retrieved from the inferior vena cava (ivc) near the right atrial junction, and was replaced. The patient was stable.